Event description:
A report was received that the patient had issues with high impedance and loss of coverage. The patient underwent a revision procedure wherein the lead was replaced.

Manufacturer narrative:
Sc-2316-50, sn (B)(4): device evaluation indicated that the splitters revealed that all cables were fractured on the lead body at the kinked site, 20 centimeters away from the distal end where the clik anchor has been placed. Fracture location is 1 cm from the clik anchor set screw mark. Continuity check confirmed all contacts were open. Additionally, x-ray inspection verified three cable fractures were located inside the distal array of the lead. The cable fractures inside array could have resulted when the lead body is exposed to excessive tensile force. A review of the device history record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had issues with high impedance and loss of coverage. The patient underwent a revision procedure wherein the lead was replaced.